Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Report two of two for the same event, see also 3004485144-2015-00108.

Event description:
The sales associate reported that when the surgeon went to insert the spacer into the patient's disc space, the threads of the inner shaft of the variable inserter broke off into the swivel attachment on the spacer. The spacer retained the broken threaded tip, so it was rendered useless. A backup inserter and spacer were used to complete the case. No adverse events were reported.